Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (5000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that sometimes 20-30 minutes after the patient got the pump filled, he felt medicated like he took a double dose of baclofen. The symptoms would come on suddenly. No interventions mentioned. The event date was asked but unknown (previous refill). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the feeling of a "double dose," lasts about 6 to 7 hours and then tapers away. The patient reported that they had their pump filled on (B)(6) 2017 and the same feeling happened again. The patient reported they know the effect of baclofen because they used to take oral baclofen. The patient had wondered about the medication baclofen and the difference between 2000ml vs 5000ml concentration when it comes to expiration dates. The patient reported that their medication gets changed out every 2.5 months. The patient did not trust their healthcare provider and did not feel confident in the care the healthcare provider was providing them. No further complications were anticipated/reported.